Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that an elevated architect ca125 result of 167 u/ml was generated on (B)(6) 2012 with lot 01389m600. The sample was repeated with a result of 169 u/ml. The result was questioned as it was not consistent with the patient's clinical background. The sample was tested with the immulite assay and a result of 4 u/ml was generated. The laboratory requested a new sample from the patient. The new sample was obtained on (B)(6) 2012, and was run in duplicate with architect ca125 lot 02772m500 with results of 96.5 u/ml in duplicate being generated. The sample was also tested with immulite and a result of 7 u/ml was generated. This sample was tested again on (B)(6) 2012 by preprocessing it with peg. A result of 14 u/ml was generated indicating that the sample contained some type of interference. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was performed using an in-house retained reagent kit of architect ca 125 ii lot 02772m500. Three panels of known concentrations were tested on one architect instrument and each panel replicate was within the respective specification ranges. The assay is performing as expected. The troubleshooting performed on the patient sample at the facility was further evaluated. The dilutions performed on the sample were not linear, indicating the presence of non-specific antibody. Further treatment of the sample with polyethylene glycol (peg) demonstrated that the sample contained heterophilic antibodies and was the cause of the discrepant results. The architect ca 125 ii package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure section of the package insert was communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a malfunction.